Manufacturer narrative:
Device evaluation: cable mechanically damaged - wear and tear. The mechanical damage damaged the stranded wire at the transition to the connector on the instrument side. As a result of this damage, the resistance in the cable became higher and higher and was then too high at some point when the voltage was activated. As a result, the cable became hot very quickly at this point and disintegrated. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The evaluation of the data provided revealed the following: pictures of the customer from the incoming email dated 31.10.2024 show clearly recognizable breakage of the inner shaft. The exact cause of the defect cannot be determined for article 27050xa (inner sheet, for 27050 sl) because the sheat is not provided to us despite multiple written requests for a cause analysis. It can be seen from the photo sent to us that the proximal end has inner broken parts. Therefore, an evaluation was created with the assumption of a broken connection the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that sparks at the cable connection during surgery and the cable was completely melted through. There was no information about patient injury or any adverse event. No further intervention required. No death or (unanticipated) serious deterioration in state of health reported.